Manufacturer narrative:
Device history review found the product met specifications when released for distribution. Conclusion: eval of the return sample devices has not yet begun; therefore, the cause of event cannot be determined at this time. Analysis: as of today, analysis of the unused samples has not yet begun. Device history was reviewed, and did not note any non-conformances prior to being released for distribution. Conclusion: the cause of the event could not be determined at this time. When analysis of the returned unused samples is complete, a follow-up report will be provided to the FDA.

Event description:
Medtronic received info that during extraction from the heart, the tip of this cardiac sump cannula detached from the body of the cannula. The tip was able to be retrieved with no adverse pt effects. The product involved in this case was not returned for analysis. However, unused samples from the suspect lot of product (2006100305) were returned for analysis. Multiple attempts to obtain the lot number of the device has not been successful.